Event description:
It was reported that there is a hair inside the sterile package. The issue was noticed prior to the procedure. The device was not used on the patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Inspection of the returned device confirmed the packaging was sealed and a foreign material was present. By fourier transform infrared (ftir) spectroscopy, the contaminant present in the packaging is consistent with a reference spectrum available for human hair (proteinaceous amide). The most likely root cause is a processing error prior to distribution from sss. Action is being taken to assess the issue. The reported event with continue to be monitored through post-market surveillance.